Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen, fentanyl, clonidine, bupivacaine and morphine intrathecal therapy via an implanted pump (type, concentration, dose and lot number was unknown). The pump's indication for use (IFU) was listed as spinal pain. The patient was hospitalized due to sudden onset of cellulitis in their left leg which began 1 week ago ((B)(6) 2015). The hospital cut the breakthrough pain medicine and the patient stated she told the hcp last night to take the leg off because it hurt so bad due to the cellulitis. The cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.